Event description:
Philips received a complaint by the biomedical engineer customer on the v60 indicating that the device was loose on the stand. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer informed the rse that the bottom tray cover is damaged and missing set screw that pinwheel screw sets into for proper mounting on cart, requesting to order new central processing unit (cpu) cover tray. The rse provided parts ID for the replacement. The biomed customer replaced the cpu cover tray to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.